Manufacturer narrative:
The opmi pentero surgical microscope connected to a navigation system is required to be calibrated prior to use. The opmi pentero user manual informs the user: "before every surgery using a connected and authenticated navigation system, the function and accuracy of this navigation system must be verified, including visualization in the data injection mode (e.g. Focusing on a measuring point or comparison of the focus with the instrument to be navigated)." It appears that (B)(6) did not calibrate the opmi pentero with a microtek drape connected to the navigation system prior to use or follow the instructions for use indicated above. When the carl zeiss meditec drape, which has a flat protection lens, is used with the opmi pentero surgical microscope, correct data on the working distance from the microscope to the patient is transferred to the navigation system,

Event description:
The surgeon at (B)(6) reported that the navigation system connected to an opmi pentero surgical microscope was not working properly. (B)(6) used a microtek drape with curved protective lens with the opmi pentero system connected to a medtronic navigation system. It was discovered that the protection lens for this drape has an inherent level of additional magnification. The auto focus feature of the opmi pentero detected this additional magnification and compensated the working distance from microscope to patient. As the system (the opmi pentero connected to the medtronic navigation system) was not calibrated for this additional lens, skewed data on the actual working distance from the microscope to the patient was transferred to the navigation system which caused a shift in its position.